Manufacturer narrative:
H3 product analysis for product ID 1847drlmtr, (B)(6): device returned, evaluation anticipated but not yet begun. Product ID 1847attas, serial/lot #: (B)(6), serial/lot #: (B)(6): device is not yet returned to manufacturer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1847attas, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 1847attss, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported.

Manufacturer narrative:
Product analysis :evaluation could not reproduce the reported malfunction of overheating as the temperature observed was 88 f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient involvement.

Manufacturer narrative:
H3 product analysis: product ID: 1847attas, serial/lot #: (B)(6), ubd, UDI#: (B)(4), evaluation determined that device is overheating. The l ikely cause of the failure could not be determined. Product ID: 1847attss, serial/lot #: (B)(6), ubd, UDI#: (B)(4), evaluation could not reproduce the reported malfunction of overheating. Details of correction: 1. B5 updated 2. Ime code updated from e2401 to e2403 3. Imf code updated from f24 to f27 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.